Manufacturer narrative:
Complaint no: cmplnt-(B)(4). The device has been received and the evaluation is in progress. Upon completion of the investigation, or if any additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that a large volume infusor did not flow. This occurred during infusion. There was no patient injury, medical intervention or adverse event associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The lot was manufactured on october 4, 2012 to october 5, 2012. Evaluation summary: three devices were received for evaluation. The first two devices were returned without a flow restrictor. The evaluation for the no flow could not be completed due to missing component. Visual inspection of the third device did not reveal any abnormalities that could have contributed to the reported condition. A functional flow rate testing was performed and the device was found within specification. The cause of the condition could not be determined. Should additional relevant information become available, a supplemental report will be submitted.